Event description:
It was reported that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No intervention was performed. The device will continue to be monitored. The patient was in stable condition.